Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch report received reported that the patient experienced a blood infection and was placed on antibiotics. The patient has been very short-winded, has high heart rate between 98 to 100 beats per minute and lower part of heart fluttering. No further patient complications have been reported as a result of this event and the lead remains in use.